Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information obtained through the investigation. The following sections of this report have been updated: corrected a4, corrected b3, additional information added to b5, corrected b7, corrected h6 health effect-clinical code, and corrected h6 device code. Investigation is ongoing.

Event description:
Transesophageal echocardiogram report from approximately 4 years and 2 months post implant of the 20mm sapien 3 valve revealed severe aortic stenosis with a mean gradient 39 mmhg, peak gradient 69 mmhg with associated degenerative changes, poor leaflet mobility and moderate aortic regurgitation. The patient has been reported to be experiencing shortness of breath and lower extremity edema. No intervention has been scheduled as the procedure is deemed too high risk.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions the sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of valve degeneration/deterioration was confirmed based on medical records received. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As noted, patient had history of hyperlipidemia, which is a well-known factor that increases the risk of leaflet calcification, leading to valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 3 months post implant of a 20mm sapien 3 valve in the aortic position, the valve has severe aortic stenosis. No plan for intervention has been stated at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.